Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6), 2013, the patient experienced stress incontinence (new or worsening) and sought medical attention. The event was assessed as mild and possibly related to the study device or procedure. This event was unresolved as of (B)(6), 2015. On (B)(6) 2013 the patient sought medical attention for vaginal scarring. The event was assessed as moderate and probably related to the study device or procedure. This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced urge incontinence and sought medical attention. The event was assessed as moderate and unlikely related to the study device or procedure. This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced stool incontinence and sought medical attention. The event was assessed as moderate and unlikely related to the study device or procedure. This event was unresolved as of (B)(6) 2015. On (B)(6) 2014, the patient sought medical attention for fecal incontinence (new or worsening). The event was assessed as mild and unlikely related to the study device or procedure. This event was unresolved as of (B)(6) 2015.

Manufacturer narrative:
Clarification: this complaint is reportable based on the events of vaginal scarring (aware date (B)(6) 2014) and stool, fecal incontinence (aware date (B)(6) 2015). The event date has been updated to (B)(6) 2013, since this is the date of the first reportable event (vaginal scarring). (B)(4) vaginal scarring. (B)(4) stool, fecal incontinence.

Event description:
It was reported to boston scientific corporation that an uphold lite mesh was used during a pelvic floor repair procedure performed on (B)(6) 2013. According to the complainant, on (B)(6) 2013, the patient experienced stress incontinence (new or worsening) and sought medical attention. The event was assessed as mild and possibly related to the study device or procedure. This event was unresolved as of (B)(6) 2015. On (B)(6) 2013 the patient sought medical attention for vaginal scarring. The event was assessed as moderate and probably related to the study device or procedure. This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced urge incontinence and sought medical attention. The event was assessed as moderate and unlikely related to the study device or procedure. This event resolved on (B)(6) 2014. On (B)(6) 2014, the patient experienced stool incontinence and sought medical attention. The event was assessed as moderate and unlikely related to the study device or procedure. This event was unresolved as of (B)(6) 2015. On (B)(6) 2014, the patient sought medical attention for fecal incontinence (new or worsening). The event was assessed as mild and unlikely related to the study device or procedure. This event was unresolved as of (B)(6) 2015.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age. The stress incontinence and vaginal incontinence have a bsc aware date of (B)(6), 2014. The urge incontinence has a bsc aware date of (B)(6), 2014. The stool incontinence and fecal incontinence have a bsc aware date of (B)(6) 2015.   The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, it was reported the device was not used past its expiry date.   (B)(4). The device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.